Manufacturer narrative:
Batch review performed on 03 september 2020: lot 1900366: (B)(4) items manufactured and released on 06-may-2019. Expiration date: 2024-04-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. 7 months after primary surgery the surgeon performed a washout and revised the poly and the surgery was completed successfully.